Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received an alarm with beep. Insulin pump had blank screen and only red flashing light. Customer¿s blood glucose level was unknown. Customer reported that there was nothing nearby by that beeps. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will not be returned for analysis.